Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02527. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02527. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with perineorrhaphy, suprapubic tube placement, cystourethroscopy, due to pelvic organ prolapse, vaginal wall prolapse, cystocele, rectocele, and enterocele. It was reported that following insertion the patient experienced pain, infection and urinary/bowel problems. (B)(4).